Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and the urethra atrophied from the cuff. The physician believes that the cuff was the incorrect size for the patient when initially placed. A surgical procedure was performed during which the existing aus was removed and replaced. No patient complications were reported.